Event description:
Covidien received information stating that the graphic user interface (guil) audio error message on an 840 ventilator. The ventilator was not in use on a patient at the time the malfunction occurred. Covidien technical support engineer (tse) troubleshot this issue with the customer over the phone. Tse recommended replacing the gui alarm. The customer reported that the alarm cable was loose and that the connection was re-soldered and the unit passed all tests. Covidien was not authorized to repair the unit.

Manufacturer narrative:
(B)(4).